Event description:
It was reported that a crack was discovered on the tubing directly connected to the port needle, rather than the cadd tubing or the pump itself. It had been observed by the father that the tubing was leaking. The patient had blood on her shirt and waistband, and the father believed the leak originated from the connection between the port tubing and the pump tubing. Although the connection had not separated, he had attempted to tighten it and stated that it seemed secure. Blood had been seen filling the tubing down to the first connection. The pump had been stopped, and the settings reviewed. The patient had been discharged on the pump the previous night and had returned that morning to have the bag changed. The patient was then transferred to the emergency room. The line had been clamped near the port, and the father was made aware that the drug could not be interrupted for more than 4 hours. The patient had been admitted for observation and was reported to be doing well. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) in (B)(6) has been listed in sections d3. And g1. And the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.